Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported that the patient's remote showed MRI mode unavailable. Technical services reviewed information about MRI eligibility and the code. Technical services directed the caller to the managing healthcare provider (hcp) for further MRI eligibility verification. MRI code indicated high impedance was detected and MRI eligibility could not be determined.